Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter tip detachment occurred. Vascular access was obtained via the left radial artery. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified proximal right coronary artery (rca). A 6f mach 1 fr4 guide catheter was advanced, followed by a 4.0x12mm quantum apex balloon catheter for dilation. The physician inflated the quantum apex balloon to 16atms at the mach 1 catheter tip. This caused the balloon to snag the catheter and dislodge the tip of the mach 1 guide. The tip remained over a guide wire. The physician then advanced the balloon catheter through the tip and partially inflated the balloon retrieving the tip back to the access site. The tip was then snared out from there. The procedure was completed with another mach 1 fr4 guide catheter. No patient complications were reported and the patient remained stable throughout.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no original packaging or other devices. Blood was visible in the lumen of the device. The distal tip was completely separated at the end of the braid and the unbraided length was not returned for analysis. The bond that attaches the distal tip to the end of the shaft was intact and there was no evidence of a deficient bond or any material or manufacturing irregularities at the fracture surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter tip detachment occurred. Vascular access was obtained via the left radial artery. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified proximal right coronary artery (rca). A 6f mach 1 fr4 guide catheter was advanced, followed by a 4.0x12mm quantum apex balloon catheter for dilation. The physician inflated the quantum apex balloon to 16 atms at the mach 1 catheter tip. This caused the balloon to snag the catheter and dislodge the tip of the mach 1 guide. The tip remained over a guide wire. The physician then advanced the balloon catheter through the tip and partially inflated the balloon retrieving the tip back to the access site. The tip was then snared out from there. The procedure was completed with another mach 1 fr4 guide catheter. No patient complications were reported and the patient remained stable throughout.